Event description:
It was reported that a patient underwent a CABG procedure on an unknown date and suture was used. It was reported by a sales rep that, during a coronary artery bypass grafting: CABG, during surgery, when one end of a double-ended needle was gripped by a needle holder and the other end by a rubberized mosquito, the suture of the one gripped by the mosquito was broken and the needle went somewhere else. It was not a control release needle. The product was used on the part of vascular anastomosis. It was not a control release needle. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device evaluation pending. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: 1. Please clarify, when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify during use.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 no device problem found. Investigation summary: the product was returned to ethicon for evaluation. One straight packet with a needle suture combination and one needle suture piece insert a pink sponge that belongs to product code epm8743. This product code is multistrand and contains two strands double-armed per packet. During the visual inspection of the needle suture combination, the swage and attachment area were noted as expected. The suture was dispensed without problems and examined along the strand, no anomalies or defects were noted. In the inspection of the needle, the swage and attachment area were noted as expected. However, the end of the suture piece was noted to be cut, probably caused by a surgical instrument. In addition, body fluids were noted on the needle. The functional test was performed in the needle suture combination using instron equipment and the pull force result was above the minimum requirements. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.